Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she just got the enlite this morning and her blood glucose was low. When she got up, her blood glucose was 200mg/dl. Customer took it off today and stated that she has an allergic reaction to the pump. Customer stated that she also had a calibration error and her blood glucose was at 299 mg/dl. Customer's blood glucose was high because she drank juice. Customer then took a bolus to bring it down. Customer's blood glucose is 76 mg/dl. Troubleshooting was performed for a weak signal alert. Customer was explained that pump communication has been re-established. Customer stated that she had a high blood glucose reading of 450 mg/dl on mother's day and she also went as low as 40 mg/dl. Customer stated that her blood glucose was never in range that day. Customer even changed out the infusion set and it did not resolve the issue. Customer stated that this is the second time it happened. Customer ended up taking corrections with a manual injection.